Manufacturer narrative:
Initial reporter phone no: (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "not careful about the aseptic rules". The peritonitis was manifested by diarrhea. On an unreported date, the patient was hospitalized for the peritonitis event and was treated with an unspecified antibiotics (dose, route and frequency were not reported) for the event. At the time of this report, the patient was recovered from the event. The patient was discharged approximately one week after hospital admission. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.